Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery) was confirmed. As received, the charger/modem could not recognize a battery. Upon investigation, the root cause was liquid contamination on the battery board and q1 on bedside board was internally shorted. The root cause of the liquid contamination and q1 internally shorted was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem sn (B)(4) could not recognize a battery.